Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted in the pulse generator port. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun